Event description:
On (B)(4) 2010, the customer called and requested info for third party modality vendor siemens regarding supported dicom tags on isite pacs. After confirming support of the identified dicom tag, the ticket was closed. On (B)(4) 2010, the ticket was reopened. This was believed to be a third party modality vendor issue that resulted in requesting the customer to contact siemens to review the modality configuration. No response was received by the customer from siemens and ticket closed for the second time. On (B)(4) 2010, the customer called and requested to reopen the investigation. At this time, the customer identified that info in the dicom 6000 tags from siemens modalities were not displaying when multi-frame images were viewed in isite pacs. The issue was marked a complaint and escalated for review.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Based on the available info at the time of this report, we cannot confirm that the device was a factor in the incident. Philips is in the process of obtaining additional info regarding this issue and the complaint is still under investigation.